Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
The event involves both implants and reusable instruments. Preliminary analysis made by r&d spine director on (B)(4) 2015: I met with the surgeon on (B)(6) in order to discuss the issues that he had during that case. First of all, it was a revision case with pre-existing holes inside the vertebral body which did not perfectly match up with the hole distance in our plate. Because of the pre-existing holes the screw was forced into a not optimal direction which finally required a much higher torque than usual to get the screw inside plate. In addition, he did drill the hole before inserting the screw in order to ensure that the hole distance in the plate corresponds with the hole distance in the vertebrae. After partial insertion of the screw, he did a second adjustment by means of the screw driver without engaging the hex/inner shaft of the driver. The surgeon is able to place the driver not aligned to the screw head in case of the inner shaft isn't engaged. The misalignment result in the situation that the torque is transferred through one prong only which result in a very high stress of the instrument and the screw and cause mechanical failure. The instrument and implant are designed to have all 4 prongs of the driver/screw head in contact to ensure that the required torque can be transferred. The event lead to a slight prolonged surgery of 15-20 minutes.